Manufacturer narrative:
(B)(4). Associated MDR#: 3010532612-2024-00939 returned for investigation was a pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pcs assembly was performed, and no abnormality was noted. All valves were individually tested by powering them on and off using an ex-ternal 12v dc power supply. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump was powered on, and pumping was initiated. During the purge cycle, the pump triggered a helium loss 3 alarm. The pcs assembly was leak tested and a leak was noted at the drain port visual inspection of the pcs assembly internal hardware was performed. Upon disassembling the drain valve of the pcs assembly, a piece of metal was found inside the drain valve, which is the cause of the helium leak. The piece of metal was from an unknown source, and it cannot be determined how it entered the pcs assembly. A de-vice history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "persistent helium loss 2 alarms" is confirmed. During the investigation, the helium leak was confirmed and caused by a pcs assembly leak. Upon further inspection, the drain valve from the pcs assembly was noted with a metallic piece inside the valve and caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the drain valve leak. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "persistant helium loss 2 alarms". To continue therapy, the iab pump console was swapped out". No patient injury or consequence reported. The patient's current condition is reported as "fine". A field service report also states " replaced pcs fixed alarm, pump also had a small source side helium leak replaced helium regulator...".

Event description:
It was reported "persistant helium loss 2 alarms". To continue therapy, the iab pump console was swapped out". No patient injury or consequence reported. The patient's current condition is reported as "fine". A field service report also states " replaced pcs fixed alarm, pump also had a small source side helium leak replaced helium regulator...".

Manufacturer narrative:
(B)(4). Please see associated MDR#: 3010532612-2024-00939.